Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7177558, medical device expiration date: 2022-06-30, device manufacture date: 2017-08-08. Medical device lot #: 7299682, medical device expiration date: 2022-10-31, device manufacture date: 2017-11-27. Medical device lot #: 8026716, medical device expiration date: 2023-01-31, device manufacture date: 2018-02-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience trays contained particles of silicone and a hydrocarbon that should not be there. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience trays contained particles of silicone and a hydrocarbon that should not be there. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided three lot number(s) that could have contributed to the reported defect. The reported defect was not confirmed. This is further supported by the report provided by the customer which clearly indicates no particulates were observed in the samples tested at the outside lab with the exception of silicone, which is an integral part of the syringe and not considered a particulate nor a foreign matter. A report provided by the customer indicates the presence of silicone oil and a ¿hydrocarbon similar to wax¿ per testing performed at an outside lab. Breakdown of syringe manufacturing process. Barrels are molded in-house then transferred to marking process. Barrels have scale markings printed onto them then transferred to the assembly process. Plungers are molded in-house then transferred to the assembly process. Stoppers are purchased from outside vendor. They are washed and siliconized before proceeding to the assembly process. Marked barrels are siliconized. Stoppers are assembled onto the plunger rods and into the barrels. The assembled syringes are then transferred to the packaging process where they are packaged either into blisters or trays, sealed, boxed and labeled. Majority of the processes are automated, high speed and interconnected such that components flow from one process into another uninterrupted. Silicone oil is a hydrocarbon in and of itself and it is used in syringe manufacturing during assembly process and stopper washer process. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.